Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call experiencing skin irritation around the sensor site. The customer's blood glucose at the time of the incident was unknown. The customer also reported seeking medical treatment for the skin irritation. The customer was advised to clean the transmitter by wiping with an alcohol wipe then allow to air dry. The customer was also advised to wash hands with soap and water prior to inserting. The sensor will not be returned for analysis.